Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 1032347-2016-00446.

Event description:
It is reported during an encephaloduroarteriosynangiosis (edas) procedure for a child, two clamps broke between the outer and inner plate and one clamp broke directly on the post while fixating the cranial bone. Two clamps were replaced with new clamps, however ,the clamp that broke at the post remains in the patient. This is a resorbable product; therefore, no permanent damage is anticipated.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event, report one of two is reported on MFR #1032347-2016-00446.

Manufacturer narrative:
The products were returned for evaluation. The product identity was confirmed in the evaluation. According to the evaluation, the products returned are potentially bio hazardous and therefore cannot be removed from the bag in which they were returned. The visual inspection was conducted through the back. The visual inspection confirmed the complaint as the posts are fractured. The most-likely cause was determined to be excessive force being exerted onto the posts. According to the evaluation, there are no indications of manufacturing defects. This is report two of two for the same event, report one of two is reported on MFR #1032347-2016-00446-2.